Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After trunk-ipsilateral and contralateral leg components were deployed, imaging revealed proximal type I and type iii endoleaks. Aortic extender components were decided to deploy to treat the proximal type I endoleak. A delivery catheter was prepared, and an aortic extender component (pla230300j/14112678) was implanted. During removal of a delivery catheter for the pla230300j, its leading olive was detached from the delivery catheter. The physician elected to deploy the second aortic extender component first, and then retrieved the detached leading olive using a snare catheter. Ballooning was performed, and another imaging revealed that the proximal type I and type iii endoleaks remained. The procedure was concluded with a wait-and-watch approach taken to the endoleaks. It was reported that as the patient's proximal neck was highly angulated, the guidewire was inserted with it bent. The leading olive was detached at the bent area of the guidewire, and force could have been put on the leading olive at the bent area when the delivery catheter passed through it.

Manufacturer narrative:
Results of engineering evaluation: the complaint device was returned and engineering evaluation was performed. Engineering confirmed that the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the reported event. The root cause for the broken leading end of the catheter could not be determined with the currently available information.